Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable crej2 creatinine jaffe gen.2 results for one patient from a cobas c501 analyzer. The serial number of the analyzer was requested, but was not provided. The initial result for this patient was 149 mg/l and the repeat result was 148 mg/l. On (B)(6) 2016, the result for a new sample from the patient was 9.9 mg/l and was reproducible. No specific repeat testing data was provided. The sample from (B)(6) 2016 was then repeated and the results were 77 mg/l and 72 mg/l. On (B)(6) 2016, the sample from (B)(6) 2016 was tested 10 times for repeatability and the results were between 55.60 mg/l and 58.00 mg/l. Information concerning if any erroneous results was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. The investigation could not determine a specific root cause based on the provided information. Additional information for further investigation was requested but was not provided. An interference by augmentin und paracetamol (dafalgan) could not be ruled out. Another possible explanation could be contamination of the sample with urine.